Event description:
Customer was hospitalized with high blood glucose levels and headaches. It was mentioned that customer is pregnant. It was also reported that the pump failed the battery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have contributed to the event as no product has been returned. No conclusion can be drawn at this time.